Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na), and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. Te results were not reported out of the lab. There was no effect to patient treatment.

Manufacturer narrative:
He ise system is routinely calibrated every 24 hours. Ise qc samples are run every 8 hours. Working with hotline, the customer flushed the flow cell with ise buffer. A clear root cause for this event is unknown. As of (B)(6) 2010, there were no further calls to hotline for ise problems.